Event description:
It was reported that an 840 ventilator had a device alert ventilator inoperative and a compressor issue. The ventilator was not on a patient at the time of the event. A non-medtronic/covidien service provider inspected the device and found that the flow sensor needed to be replaced. Medtronic/covidien was not authorized to evaluate/repair the device.